Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year, nine months and ten days following the implant of this transcatheter bioprosthetic valve, moderate to severe central regurgitation with incomplete coaptation was identified by transesophageal echocardiogram (tee). Subsequently, a second transcatheter bioprosthetic valve, was implanted valve-in-valve. It was suspected that the flail leaflet occurred during a heart catheterization procedure that took place a month prior. It was suspected that the leaflet tore. The diagnostic left heart catheterization procedure was performed with non-medtronic devices. No additional adverse patient effects were reported.